Event description:
It was reported the customer received a motor error alarm during a prime and basal delivery. The customer attempted to clear the alarm, but their buttons were unresponsive. Customer's blood glucose was unknown. The customer also reported moisture exposure to their insulin pump. Customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was unable to verify motor error alarms or perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to keypad anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, minor scratched lcd window, missing end cap sticker and loose/flush drive support disk.